Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was not retuned for evaluation therefore the failure analysis and determination of root cause was not possible. The device history record (DHR) review cannot be performed as no lot and serial number was provided. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00381.

Event description:
This 2 of 2 reports. A customer reported that the a3018 mayfield composite series swivel adaptor and base unit would not fully tighten. There was no patient involvement. The malfunction was discovered before the procedure.